Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported during fill 3 his cycler alarmed for air detected in the cassette. The alarm could not be cleared. The patient discontinued treatment and found fluid leaking from the cassette. He was advised to contact his pd nurse. The set has not been made available for evaluation at this time. During follow up the patient reported he had contacted his pd nurse. He did not have any complications.